Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) did not appear to hold its inflation when inflated under x-ray. A second unknown mynx vascular closure device (vcd) was then used without any issues. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU). The balloon did not lose pressure after being pulled to the arteriotomy. A 5f 11 cm brite tip cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including appropriate insertion angle, and the vessel diameter was confirmed to be =5 mm. There was no vessel tortuosity, no peripheral vascular disease, and no calcium in the puncture site area. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The mynx vcd was used during a diagnostic procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. A non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were in the non-depressed position. The stopcock was found open, with no syringe returned for this evaluation. The sealant was present in its manufactured position, fully covered by the sealant sleeves, which showed no abnormal conditions. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was found fully burst, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The inflation and deflation analysis could not be performed due to the compromised condition of the balloon. A high-magnification evaluation was subsequently conducted to assess the balloon surface. The examination confirmed the balloon was fully burst. The exact cause of the burst could not be determined from the available evidence; however, this condition is consistent with cases where similar damage may occur due to handling, procedural factors, or other non-manufacturing-related causes. The reported event of ¿balloon-balloon loss of pressure¿ was observed through analysis of the returned device. However, the exact cause of the balloon burst found could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the loss of pressure experienced. However, handling factors, access site vessel characteristics (which reportedly had no presence of pvd/calcium) and/or concomitant device factors (although the procedural sheath was not returned for analysis) most likely contributed to the reported event since excessive force with the balloon, vessel conditions and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. According to the IFU, which is not intended as a mitigation, it instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) did not appear to hold its inflation when inflated under x-ray. A second unknown mynx vascular closure device (vcd) was then used without any issues. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU). The balloon did not lose pressure after being pulled to the arteriotomy. A 5f 11 cm brite tip cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including appropriate insertion angle, and the vessel diameter was confirmed to be =5 mm. There was no vessel tortuosity, no peripheral vascular disease, and no calcium in the puncture site area. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The mynx vcd was used during a diagnostic procedure with a retrograde approach. The deployer was mynx certified. Other procedural details were requested but were not provided. The device will be returned for evaluation.